Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 500 mg/dl (system 1) and 160 mg/dl (system 2). No adverse event reported. The same test strip lot number was used for both meters and results. Return of the suspect device was requested for evaluation.